Manufacturer narrative:
This supplemental report is to provide the DHR review for the subject device. The dhrs for packaging level and device level were reviewed. All records indicate that the shipped product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection was performed on the returned device and confirmed the top side of the distal end of the jaw was broken off. The broken piece was not returned for evaluation. The bottom jaw was still intact. There was evidence of tissue build up on the device. The flare is intact and has no cracks or no signs of metal exposure. The blade from the distal end fully extends and retracts when the trigger from the handle area is engaged. The lock function engages/releases as designed. The rotation of the shaft is normal and smooth. Based on the evaluation, the potential cause of the broken/missing jaw can be related to excessive stress and force attributed to operator's technique. As a preventive measure, the instruction manual provides warning that states, "do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur."

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time. As a preventive measure, the device instructions for use contain directions for pre-procedure inspection of the device, including visual inspection and functional verification. To prevent damage to the jaws, the instructions for use state, ¿if using the forceps jaws and shaft of the instrument to leverage tissue, ensure the forceps jaws are closed to prevent deformation of the forceps jaws.¿ and ¿caution: do not use abrasive pads or sharp instruments to remove char from the forceps jaws.¿ additionally, ¿during the procedure, check the device and cord / cable regularly for damage.¿ if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during the middle of a total laparoscopic hysterectomy procedure, the surgeon was working on fibroid tissues when the tip of the device reportedly broke off inside the patient¿s abdomen. The surgeon was able to retrieve the broken piece from the patient. There was no expected bleeding to the patient. However, the procedure was delayed approximately 30 minutes to withdraw the device and to ensure there was no injury to the patient. The broken device was replaced and the intended procedure was completed using a different device. There was no patient harm reported.